Event description:
In 2008, the pt reported having to change her infusion set every 2 days due to elevated blood glucose. She stated that on three days earlier, her blood glucose elevated to over 400 mg/dl and she injected insulin via syringe. When she removed the infusion site, the cannula was kinked. Her blood glucose remained within her normal range (less than 150 mg/dl) for 2 days and then began to elevate. She reported that her blood glucose was elevated again on original date, and she changed her infusion site. She was sent info on infusion site management, an infusion set insertion device, and complimentary infusion sets. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.